Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2004 and right total hip arthroplasty on (B)(6), 2007. Patient's legal counsel further reported patient underwent left revision procedure on (B)(6), 2014 due to patient allegations of metallosis and pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.